Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: nephrectomy by [name] robot. Event description: after the instrument was properly set up and inserted into the abdominal cavity, the endoscope was inserted. However, it was discovered that the tip of the trocar had fractured, causing fragments to fall inside the patient's body. The medical personnel have already successfully removed the fragments from the patient's body. There is no impact to patient. User replace with a new one to complete this surgery. There is no other instruments to effect this event. Product is available for return. Additional information received on 17may2023 via email from the distributor the trocar was rotated in alternating clockwise and counterclockwise directions. There was no difficulty during insertion. The robot model is xi, which does not utilize clamps. It first sets cfr73 and then proceeds to enter the trocar using the camera from [robot]. Endoscope was inside the cannula at the time of the incident. Type of intervention: user replace with a new one to complete this surgery. Patient status: fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed the complainant¿s experience of a cannula tip fracture. The clear fragment was identified to be part of the cannula tip. Based on the condition of the returned unit, it is likely that the fractured cannula tip was caused by an object or instrument coming into contact with the cannula tip and/or excess force was exerted on the tip during the procedure. It is also possible that the cannula tip material was more susceptible to fracture.

Event description:
Procedure performed: nephrectomy by [name] robot. Event description: after the instrument was properly set up and inserted into the abdominal cavity, the endoscope was inserted. However, it was discovered that the tip of the trocar had fractured, causing fragments to fall inside the patient's body. The medical personnel have already successfully removed the fragments from the patient's body. There is no impact to patient. User replace with a new one to complete this surgery. There is no other instruments to effect this event. Product is available for return. Additional information received on 17may2023 via email from the distributor the trocar was rotated in alternating clockwise and counterclockwise directions. There was no difficulty during insertion. The robot model is xi, which does not utilize clamps. It first sets cfr73 and then proceeds to enter the trocar using the camera from [robot]. Endoscope was inside the cannula at the time of the incident. Type of intervention: user replace with a new one to complete this surgery. Patient status: fine.